Event description:
It was reported that 58 months post implantation of a bifurcated device, and a suprarenal aortic extension a CT scan revealed a proximal endoleak on (B)(6) 2014. The physician had planned to bring back the patient and implant an aortic extension. On (B)(6)2014 we received additional information that the patient returned on (B)(6) 2014, and was treated with a suprarenal aortic extension, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The sample was not returned for evaluation. Images were provided and reviewed by a clinical specialist. Based on review of the information the root cause of the reported event was not identified, however the aortic angulation could be a contributing factor. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
Corrected data: common device name; model #- corrected lot #; expiration date; contact office; date received by manufacturer; device manufacture date.